Event description:
The patient had a primary hip surgery on (B)(6) 2022. On (B)(6) 2022, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully. Presently, on (B)(6) 2023, the patient came in reporting pain due to a dislocation of the head from the liner. The surgeon revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 16 october 2023: lot 2103144: (B)(4) items manufactured and released on 23-jun-2021. Expiration date: 2026-06-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional device involved: batch review performed on (B)(6) 2023. Liner: mpact 01.32.3239hct flat pe hc liner ø32/c (k103721) lot 2211263: (B)(4) items manufactured and released on 01-jul-2022. Expiration date: 2027-06-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. The patient of this MDR is the same of MDR 2022-00874. In this MDR we are reporting the patient dob, age and weight become now avalible.